Event description:
The customer reported that they were having quality controls issues for the ion selective electrode (ise) tests. The customer had problems with controls on the previous evening. The test was recalibrated and controls were run again. No further issues were noted at that point. On (B)(6) 2015, the customer stated that controls were out of range high. The customer changed the reagents and electrodes. The ise tests were then recalibrated and controls were run. Controls were run later that day and were out of range. The customer then repeated patient samples and found questionable ise test results for three patient samples. Of the three samples, one had an erroneous ise sodium result that was reported outside of the laboratory. The sample initially resulted as 125 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 134 mmol/l. The repeat result was believed to be correct. A corrected report was issued. The patient was not adversely affected. The ise sodium electrode lot number was f93, with an expiration date of 11/30/2015. The field service representative could not determine a cause. He performed maintenance, performed topside cleaning, checked probe alignments, cleaned the dilution vessel, replaced seals, replaced pinch tubing, and replaced the sipper nozzle. He ran precision studies on the ise tests. The customer ran a calibration and controls; everything passed. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.